Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. Two haptics are attached to one piece of the optic. One haptic and a small piece of a second haptic are attached to the other piece of the optic. Most of one haptic loop has been torn off and is missing. The delivery device was not returned. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined. However, user-related factors (such as loading or handling) likely caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that a physician was implanting the lens when the back haptic got stuck in injector and would not come out; when he tried to get it unstuck, the haptic ripped off. The incision was enlarged to remove the lens, a back up lens was implanted successfully, and sutures were used. The physician indicated that the most likely cause of the lens damage was "loading error". The patient's current status is "excellent".